Manufacturer narrative:
Testing and investigation found the device delivered less than intended. This was due to a worn camshaft and clutch of the motor assembly.

Event description:
The customer contact reported inaccurate delivery during preventive maintenance testing at the user facility. No specific details were provided. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.